Manufacturer narrative:
The device is not available for analysis. Therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient's symptoms are known risk associated with this type and indicated as such in the instructions for use. Block g2. Literature: experience with wave treatment of benign prostatic hyperplasia in dialysis patients.

Event description:
It was reported to boston scientific via experience with wave treatment of benign prostatic hyperplasia in dialysis patients, that a patient who underwent water vapor thermal therapy (wave) for urinary retention due to benign prostatic hyperplasia (bph), experienced fever due to a urinary tract infection postoperative. The patient was discharge after the four days after the treatment. The urinary catheter was removed on the ninth day, and he was able to urinate by his own. The completed article was unable to be obtain.

Manufacturer narrative:
Block g2. Literature. Experience with wave treatment of benign prostatic hyperplasia in dialysis patients

Event description:
It was reported to boston scientific via experience with wave treatment of benign prostatic hyperplasia in dialysis patients, that a patient who underwent water vapor thermal therapy (wave) for urinary retention due to benign prostatic hyperplasia (bph), experienced fever due to a urinary tract infection postoperative. The patient was discharge after the four days after the treatment. The urinary catheter was removed on the ninth day, and he was able to urinate by his own. The complete article was unable to be obtained.